Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that after the operation, an arterial puncture needle was inserted, and intra-arterial pressure monitoring was performed as prescribed by the doctor. When the sensing line, pressure sensor, and its accessories were connected to the monitor, it was shown that the sensing line was wrong and could not be adjusted to zero. After replacing 2 sensing lines and 1 monitor, it still could not be adjusted to zero, and the monitor did not produce blood pressure. Finally, the pressure sensor and its accessories were replaced, and it could be adjusted to zero, and the arterial blood pressure could be monitored normally. There was patient involvement, and no patient harm/adverse event reported.